Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/19/2024. An investigation was conducted on 03/26/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000368733 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. Per photo provided by the complainant, one side of the the plastic tip of the c-ring has broken off completely, and there is evidence of blood. All parts of the device were accounted for and nothing broke off into the patient. There was a delay while they grabbed a second kit and finished the case. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.